Event description:
(B)(4). It was reported a pelvic extension section and an upper leg extension section of the table would not lock into position. There was reported patient involvement, however, no adverse consequence or serious injury was reported.

Manufacturer narrative:
Evaluation summary: a stryker field service technician visited the user facility to evaluate the surgical table involved in the alleged event. The service technician observed that the locking mechanism of the table section was not engaging properly. The section was returned to the manufacturer for further evaluation where corrosion was observed on the locking mechanism assemblies. This corrosion contributed to the latch sticking and made it difficult to install the section. It is likely that the section was not properly attaching due to the locking mechanism sticking from the observed corrosion. The corrosion was likely a result of a build up of fluids over time. While there was reported patient involvement, there were no reported adverse consequences to the patient as a result of the event.